Manufacturer narrative:
Explant date is unk. No product was returned for eval. The device history record was reviewed. According to the device history record, the device met specification at the time of MFR.

Event description:
Three (3) pts underwent a breast reconstruction procedure on an unspecified breast, at which time an 8 x 14 patch of veritas collagen matrix was implanted. The pts suffered from a post-operative infection. All three (3) procedures were performed by the same physician who is reported to be a relatively new user of the device. It was reported that one (1) pt suffered an infection with pseudomonas. No specific infection info was available for the other two (2) pts. It was reported that one (1) pt had the veritas patch explanted on an unspecified date, one (1) pt was expected to undergo an explant of veritas on (B) (6)2010, and one (1) pt is currently receiving oral antibiotic therapy. Same problem and rptr as the following MFR report numbers, but involved separate pts and events: 2183620-2010-00034. 2183620-2010-00035.